Manufacturer narrative:
The ambient super turbovac 90 ifs wand, intended to be used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. A review of manufacturing records for the reported lot number 2032661 found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures. From the information provided, "the wand showed an error code when plugging in." Visual inspection under magnification of the wand shows minimal electrode and screen erosion with contamination/discoloration and scratch/scuff marks on the spacer and cap. Prior to the functional testing the resistance of the r2 was measured to be 1629ohms. During functional evaluation the device was connected to a compatible quantum2 controller and did not work. An error e-6 occurred. The device was dismantled and continuity was tested on the positive and negative thermocouple pins (11 and 12) inside the connector block to the green/red wires at the tip of the wand and revealed an open circuit. The suction line was tested and performed as intended. The complaint was verified. An exact root cause cannot be determined with confidence; however, potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: it is possible the shaft was harmed by hitting a hard or bony structure; this would have caused the solder at the thermocouple wire to become separated and result in an open tc circuit. This failure will be tracked to assess for any necessary action to prevent re-occurrence. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the wand showed an error code when plugging in. The incident occurred before the procedure; therefore, there was no patient involvement. Results of investigation have concluded that this unit had an e6 error and this error may cause or contribute to the use of an alternative treatment, which is considered a surgical or medical intervention. This makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.